Manufacturer narrative:
The reported complaint of the tubing separation was confirmed. The probable cause of the tubing separation appears to be due to the uv adhesive at the bond between the arterial tubing and female luer being not fully cured. This defect was due to a manual manufacturing process error. A device history review of the lot and relevant commodities show no non-conformances that would have contributed to the reported complaint.

Event description:
It was reported that the nurse found a puddle of liquid on the bed and blood tracking back up the line at approximately 7:30 am. It was reported that the tubing had come apart from the zero port connector and residual glue can be seen on the line. The umbilical arterial line was removed following the event as it was only being used for monitoring. Heparine saline was the solution being infused and was noticed to leak one day later. There was patient involvement however no harm was reported. No additional information is available.